Event description:
The lens reporter stated that the surgeon inserted a cq2015 three piece collamer lens and the lens haptic tore off. The lens was removed without enlarging the incision. Another lens was inserted. A suture was required to close the wound.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that the lens optic is torn. Clear surgical residue/debris on the product. Conclusion: (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.